Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (500 mcg/ml at 66.67 mcg/day), bupivacaine (20 mg/ml at 2.67 mg/day), baclofen (300 mcg/ml at 40 mcg/day), and dilaudid (15 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient¿s pump had eroded through their skin, so they were replacing the pump the pump today. There did not seem to be an infection. There were no issues with the pump, so they were not planning to return it for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-jun-2019 from a healthcare professional (hcp) via a company representative who reported that it was first noticed that the patient¿s pump was eroding through their skin on (B)(6) 2019. No further complications were reported/anticipated.